Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, manufacturing representative (rep), and health care provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had an infection at the ins site and redness. The patient reported he had an implant put in for the depression study. The hcp reported the erosion began in (B)(6) 2018. The patient was admitted to the hospital on (B)(6) 2019 and had the both systems removed a few days prior to the report on (B)(4) 2019. It was reported the reason was because one of the stimulators started to protrude through the skin, it was red, and the patient got an infection. It was reported it broke open through the skin. The patient was in the hospital at the time of the call. The device was explanted and the patient was on antibiotics. No further complications were reported or anticipated. Refer to manufacturer report #3004209178-2019-02278 for details pertaining to the related reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the patient was implanted for depression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Correction: follow up report number 003 should have an aware date of 2019-04-01. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a rep indicated the patient still had redness around the ins.